Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: the black box showed evidence of loss of primes illustrated with call service alarms of loss of prime due to low non-zero force warnings. The returned battery cap and test cartridge cap were used to complete the investigation. The "ez-prime¿ steps were performed correctly during testing. No call service warnings or any other related alarms occurred during the investigation. The product performed within specification. Product analysis was unable to duplicate the ¿loss of prime¿ complaint. Unrelated to the initial complaint, the display contrast was found to be dim and pinkish in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.